Manufacturer narrative:
Correction: model number. Field d4.

Event description:
It was reported that, the patient received several non-conversion shocks, all appropriate on the arrythmia. Upon review the system impedances was very high and the patient was admitted to the hospital. X rays were performed and showed fat under this electrode. The patient had a device exchanged due to battery depletion and the chest x-ray of that time showed a suboptimal position of the system. Nevertheless, no defibrillation threshold (dft) test was done at the substitution. The most recent chest x-ray showed a too high position of this electrode, and a too low position of the s-ICD. No was lateral image available. The technical services (ts) indicated that the shock impedances were far too high to give effective shocks and discussed troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient received several non-conversion shocks, all appropriate on the arrythmia. Upon review the system impedances was very high and the patient was admitted to the hospital. X rays were performed and showed fat under this electrode. The patient had a device exchanged due to battery depletion and the chest x-ray of that time showed a suboptimal position of the system. Nevertheless, no defibrillation threshold (dft) test was done at the substitution. The most recent chest x-ray showed a too high position of this electrode, and a too low position of the s-ICD. No was lateral image available. The technical services (ts) indicated that the shock impedances were far too high to give effective shocks and discussed troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.